Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit automatically charged when the paddles were connected to the device. The complainant indicated that there was no patient involvement in the reported malfunction.